Event description:
The recipient reportedly experienced decreased performance. A review of the recipient¿s test data indicated impedance issues. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the silicone overmold on the top and bottom covers, and to the electrode silicone overmold. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wire near the fantail. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This device has an electrode short in the electrode pocket. A corrective action was implemented. In addition, photographic imaging inspection reported broken electrode wires near the fantail. It is believed that these breaks caused the open impedances measured at the clinic. Advanced bionics will continue to monitor failure modes of this type. This version of the ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.